Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 300's mg/dl and the meter bg reading was 153 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 20 mg/dl. The customer went to the emergency room and was subsequently admitted to the hospital and experienced a "minor stroke". A correction bolus was delivered and customer drank milk to address bg. At the time of the report, the customer was still in the hospital but did not have any permanent damage. The customer declined follow-up troubleshooting with cts, therefore no additional information could be obtained. Reportedly, customer reverted to manual injections for insulin therapy. System check with tandem technical support did not identify any additional issues with the pump or related supplies.